Event description:
A beckman coulter field service engineer (fse) was dispatched to the customer's site to perform a preventative maintenance on the navios flow cytometer system and noted that the rap box (ethernet connection hub) was not working. Upon further investigation, the fse discovered a burned connector in sata (serial advanced technology attachment) disk of the broken rap box. The customer then reported noticing a burning smell recently but could not locate the source of the smell within the laboratory. No sparks, arcs, flames or smoke was observed at the time of the event. There was no report of injury associated with this event and no one sought medical attention. No erroneous patient results were generated and there was no change or affect to patient treatment for this event..

Manufacturer narrative:
The beckman coulter field service engineer (fse) made repairs to the rap box. The fse noted that the rap box is now operational but may have to be replaced. (B)(4).